Manufacturer narrative:
(B)(4). It was reported that the operator was not handling the proglide correctly. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that an unspecified operator is incorrectly handling proglide devices in large hole femoral arteriotomy closure. Almost always the patients need treatment afterward (surgery etc.) As hemostasis is not achieved in these cases. Some patient may have been injured. The number of patients, procedures, and number of proglide devices used was not provided. As the name of the operator was not provided, it is unknown if the operator is trained in the use of the proglide device or established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.